Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a left superficial femoral artery stenting procedure using a small hole sheath. Reportedly, when the plunger was removed, there was no suture. A proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to previously filed report, update to information provided: it was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a left superficial femoral artery stenting procedure using a small hole sheath. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿when the plunger was removed, there was no suture¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d1 - brand name updated from "perclose prostyle suture-mediated closure and repair system" to: perclose proglide 6f suture mediated closure (smc) system d4 - catalog #/ updated from "12773-02" to: 12673-05. D4 - UDI # updated from (B)(4) to: (B)(4).